Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field sensing, leading to inappropriate atrial tachycardia response (atr) episodes. It was noted, pacemaker-mediated tachycardia (pmts) episodes that ended with the atr episode of far-field sensing. Additionally, it was noted that the patient presented to the emergency room due to experienced inappropriate electric shocks. Further evaluation was recommended. At this time, this crt-d system remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
Field h6: patient codes updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field sensing, leading to inappropriate atrial tachycardia response (atr) episodes. It was noted, pacemaker-mediated tachycardia (pmts) episodes that ended with the atr episode of far-field sensing. Additionally, it was noted that the patient presented to the emergency room due to experienced inappropriate electric shocks. Further evaluation was recommended. At this time, this crt-d system remains in service and there were no additional adverse patient effects reported.